Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the returned lightsource was received in used condition with damage throughout the unit as well as a melted lamp. The depot technician duplicated the problem. The power supply, lamp, fans, lamp base, fuses, fan cable, interlock switch, attenuation cable and lamp cables were replaced to address this issue. Evaluation and function test were performed and unit passed all tests. Root cause analysis: the reported complaint was confirmed. A damaged fan was identified due to rough handling/environmental damage. Melting damage may result from overheating due to prolonged use with a damaged/broken fan and fan cables. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Event description:
A facility reported that the lamp module of the mlx 300w xenon lightsource (00mlx) has melted and could not be removed from the device. It was reported that the device was not in contact with a patient and no patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.